Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was some odd screen behavior including a partially occluded ECG trace. There was no adverse patient impact reported.